Event description:
The customer reported that during a cystectomy/ileal conduit case, the knife blade came out of its track and was protruding from the jaws of the device. There was no patient harm, and a new device was opened to complete the procedure. Upon covidien's receipt of the device for evaluation, a preliminary investigation confirmed that the knife blade was exposed.

Manufacturer narrative:
(B)(4). One device was received for evaluation. Visual inspection found the knife was protruding from the jaws. The jaws could not open or close due to the protruding knife. The customer's reported condition was confirmed and attributed to suer error. Knife trap happens when the blade is extended and the jaws are not completely closed. This allows the knife track to open too wide and the blade moves out of its track. As a safety measure, the knife must be retracted in order to open the jaws. The tissue in the webbing may have prevented the knife from retracting far enough to allow the jaws to open. More frequent cleaning could have reduced the difficulty in activating the knife. Per the IFU, the jaws should be closed and locked before activating the cutter. A device history review was completed and no entries pertinent to the customer's report were noted. This report was originally submitted under the reporting site registration number 1717344-2013-00762. A new MDR 3500a form has been submitted under the manufacturing site registration number. The new MDR number is 3006451981-2014-00503.